Manufacturer narrative:
It was reported that there was decreased defibrillation power. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor assy, the replacement for which a quote was given. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that there was decreased defibrillation power.